Event description:
It was reported that the device reached recommended replacement time after being implanted just over three and a half years and the device did not meet the expected longevity. The device was going to be explanted and replaced. It was also later reported that a patient alert sounded prior to explant and also an alert had triggered after the device was implanted due to the patients personal settings not being programmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis revealed that battery depletion indicated and time of recommended replacement time (rrt) in save to disk on (B)(6) 2012, device rrt less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equals 2.64 to 2.62 volts between (B)(6) 2012. Patient alert for low battery voltage on (B)(6) 2012. The device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached recommended replacement time after being implanted just over three and a half years and the device did not meet the expected longevity. The device was going to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis revealed that battery depletion indicated and time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equals 2.64 to 2.62 volts between (B)(6) 2012. Patient alert for low battery voltage on (B)(6) 2012.